Event description:
During a transjugular liver biopsy, the catheter seemed to get caught on the metal cannula, causing a piece to be stripped off; remaining within the pt. The attempt to snare the piece was unsuccessful. Unable to confirm all parts of the device were successfully removed. A replacement was used.

Manufacturer narrative:
Eval: two devices were returned in an opened and used condition. Our investigation confirmed that the distal portion of the catheter has been cut off. We are aware of the potential for occurrences and have filed a corrective action in an effort to resolve this matter of mutual concern.